Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer was hospitalized with a blood glucose level of 700-1200 mg/dl; due to the malfunctions. Customer was treated intravenously with fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.